Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed oversensed noise, likely due to an unrelated medical procedure. This pacemaker remains in service. No adverse patient effects were reported.